Event description:
It was reported by service report that the fowler weldment is broken and will not raise. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - fowler. The customer has evaluated the unit. Coding provided based upon the customer's report. The customer has reported receipt of the replacement parts and will install. He has been made aware of the safety issues, and the unit was reported to be out of service.